Event description:
It was reported on (B)(6) 2014 that the patient had a loss of therapeutic effect that started suddenly ¿about three weeks ago.¿ the reporter stated that the patient ¿all of a sudden was not walking well.¿ the patient was taken into the clinic to check his system and it was determined that the implantable neurostimulator (ins) was not delivering any stimulation to the contacts. X-rays of the lead and extension were taken, but no issues were found. Left ins replacement was scheduled and completed. The patient was doing fine with no issues.

Manufacturer narrative:
Product ID 3389s-40, lot# v067514, implanted: 2007 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37642, serial# (B)(4), product type programmer, patient product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0319999v, implanted: 2003 (B)(6); product type lead product ID 748251, serial# (B)(4), implanted: 2003 (B)(6); product type extension. (B)(4).